Manufacturer narrative:
The device remains implanted in the pt and is therefore not available for eval. The device history records were reviewed, and there were no discrepancies or unusual findings.

Event description:
A physician reports that a pt underwent cataract surgery with bilateral implantation of the crystalens. Approx. 2 months postoperatively, the pt complained of halos, decreased vision, headaches, and pain. The pt chart also stated chronic iritis. This report is being filed based on lack of info regarding cause of the event. Refer to medwatch report # 2031924-2007-00325.